Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that patient's ipg is on her waistline and is experiencing discomfort. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned to address the issue.